Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that increased capture threshold and sensing issue were noted. The lead was explanted and replaced. The patient is in good condition.